Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing recurrent hematoma at the implant site. The recipient's device was explanted. The recipient is electing not to be reimplanted.

Manufacturer narrative:
The recipient is reportedly doing well and the hematoma has cleared.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed at the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.